Event description:
Caller reported that cartridge was damaged and ten cartridges failed over a span of several weeks, rather than on a single day. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a manual injection, and no third-party assistance was needed. Caller managed to change cartridge and resumed successful insulin therapy, though the damaged cartridge was unavailable for return. No further details regarding initial damage to the cartridge were provided.